Event description:
It was reported that during a training/demo of the da vinci system, the robot experienced a non-recoverable fault on system arm 2. The caller did not recall the error code for the fault, and the system was not connected to onsite at the time of the call. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse removed and replaced the universal surgical manipulator (usm) 2 to solve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the field logs indicated that this unit was triggering multiple comm errors such as errors 25730, 32097 and 32127. During fa, the unit failed fiber power test on acc upstream. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.